Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of depositions. Upon disassembly of the device, a tissue-like deposition was found on the outlet bearing cup, which broke into three pieces during the pump disassembly process. A similar tissue-like deposition was found in the proximal-side of the outlet stator. All of the observed depositions lacked laminated layering, which suggests that they did not initially form in the locations in which they were found; however, their specific origins could not be conclusively determined. Although the texture, color, and structure of the observed depositions appeared to have been altered by the application of a fixative agent, the depositions showed dark areas of potential denaturation indicating that they were likely present in the pump while it was operating. A specific duration of time for which they were present in the device could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed depositions; however, the depositions could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. They could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced reports of historical stroke and multiple gi bleeding events with pump exchange was reported under medwatch MFR report #2916596-2016-00659. The gi bleeding with hemorrhagic shock was reported under medwatch MFR report #2916596-2016-01586. (B)(4). Approximate age of device - 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, it was reported that the patient's lactate dehydrogenase was elevated at approximately 489 u/l. Additionally, an elevation in pump power and estimated flow values was noted. A submitted system controller log file was reviewed by the manufacturer's technical services representative and showed an increase in pump power and a decrease in average pi over time starting on (B)(6) 2016. The observed trajectory has been linked to the presence of thrombus. On (B)(6) 2016, the patient underwent a pump exchange to another lvad. No further information was received. Historically, the patient's post implant course has been complicated by gi bleeding with suspected arteriovenous malformations being treated with thalidomide, and a stroke in (B)(6) 2014 with residual left-sided deficits requiring full time care givers. A pump exchange was performed on (B)(6) 2016 due to thrombus. In (B)(6) 2016, the patient was admitted for approximately 8 days with hemorrhagic shock due to gi bleeding. Adjustments to anticoagulation therapy were made during these events preceding the current report of possible thrombus with a pump exchange. No additional information was reported.